Manufacturer narrative:
Pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received stuck button alarm. Customer's blood glucose at the time of the incident was 9.8 mmol/l. The device has been returned for analysis.